Manufacturer narrative:
One smiths medical cadd solis hpca pump was returned for analysis in a good condition. During analysis, the customer's concern regarding failed flow test (delivery accuracy) was unable to be confirmed. Delivery accuracy testing found that the pump's average delivery error to be within the published specification of +/-6%. The device passed all functional and delivery tests. No problems were found with the delivery accuracy of the pump. Service recommended trimming the expuslor to correct the reported problem. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that while performing calibration, a smiths medical cadd solis hpca pump failed flow test. No adverse effects were reported.